Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported the patient was still in the hospital due to a breathing issue from the procedure. It was noted the patient was still groggy. It was noted the trial began on (B)(6). Additional information from the patient on (B)(6) reported the patient was still in the hospital until (B)(6), but did not clarify why. Additional information from the patient on (B)(6) reported they were loopy after the procedure. There were no further complications that have been reported as a result of this event.